Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, based on the information provided it is assumed that the reported damage was caused by excessive force applied by the user while rotating the grasping forceps during use. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, one side at the distal end of the grasping forceps broke during the procedure and fragments fell into the patient. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was completed using another similar device and there was no report about a patient injury.